Event description:
Reported, the surgeon had difficulty inserting the instrument through the trocar. The surgeon was finally able to insert it, he tried to fire but then it would not release from the vessel. The procedure was converted to open and the surgeon was then able to religate the vessel. Procedure type: thorascopic pda ligation.